Manufacturer narrative:
Other relevant device(s) are: model number: 9735416r. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system went to a black screen when being set up and showed no input detected. A restart worked until the application loaded and then went to no input again. Upon another restart, the site pressed enter multiple times while booting and the system was working after that and was running by the time the patient was brought into the room. This issue occurred preoperatively and did not cause any surgical delay. There was no reported impact to patient outcome.

Manufacturer narrative:
Other applicable components are: product ID: 9733467, version: 2.3. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lot number of the computer (model number: 9735416r) is 1951569. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During initial troubleshooting the reported issue was unable to be replicated. Further evaluation at the site, identified that the most likely cause was the system computer. The computer was replaced and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.